Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer reported red led light on charger. Red led flashes approximately every 2 seconds. Customer has not tried replacing the battery in the charger. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.